Manufacturer narrative:
Other relevant device(s) are: product ID: 9735999, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. The solid state drive (ssd) was returned to the manufacturer for analysis. Analysis found that it was not possible to uninstall the software. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during installation, a manufacturer representative preemptively removed the applications software disc before it was done installing. The representative was unable to uninstall the application or install the application again. The representative tried rebooting the system and that did not work. There was no patient present when this issue was identified.